Event description:
Our sales rep is reporting that a pt had an acl procedure done on (B)(6) 2010 using an 8-10mm x 30mm bio-intrafix screw and large bio-intrafix sheath. At some point after the original date of surgery, the pt experienced site tenderness, and diagnostic tests revealed a widening of the tunnel in the area of the bio-intrafix screw and sheath. An intervention procedure was done on the pt on (B)(6) 2010 to flush out the area of the biointrafix screw and sheath, for what the surgeon referred to as a reaction. It is unk at this time if the bio-intrafix screw and sheath were removed from the pt. Initial culture results revealed there was no growth to indicate an infection at this time. Further culture testing is being performed. The pt had their dressing changed on (B)(6) 2010 and was reported to be doing fine at that time. See associated MDR 1221934-2010-00387.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.